Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Cross reference MFR report numbers: 3009784280-2020-00169. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(6). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Although the cause of death is unrelated to the study device, death is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, two stellarex catheters were used to treat the target lesion of the right mid sfa. Approximately 58 months post index procedure, the patient was positive for covid-19 and had generalized decline in health. The patient expired due to pneumonia, bilateral pleural effusions, sepsis, and cardiac decompensation on (B)(6) 2020. The physician indicated this is unlikely related to the study device and not related to the procedure.